Event description:
Per review of presentation notes from the 2025 catheter ablation conference, it was reported that several patients experienced pericardial effusion. In this multi-center study including procedures performed at (B)(6) hospital (additional facilities are unknown/unconfirmed), 62 patients underwent left atrial roof ablation (la roof abl) (off-label use) for the treatment of arrhythmia, with a polarx catheter from may 2019 to february 2024. Of the 62 patients, three (3) developed pericardial effusion, five (5) were diagnosed with gastric hypomotility and one (1) experienced a minor groin hematoma. Several patients experienced recurrent arrhythmia one year later post procedure. The devices were disposed by the facilities and will not be returned as the devices performed as expected during the procedures and there were no reports of any performance concerns.

Manufacturer narrative:
B3: date of event has been populated as 05/01/2019. The event date was not provided. Based on information provide din the presentation it was stated procedures took place from may 2019 to february 2024, we can consider that the procedure may have taken place as early as may of 2019. Detailed product information was not provided to bsc. As the information was provided via a literature presentation review, a good faith effort to obtain the information was not possible. As there was no indication of product malfunction, and the complications occurred post operatively, the device was disposed of, and the detailed device information cannot be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.